Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt states that when he removed the tubing set there was fluid on the back of it and it was wet in the door. The pt reports no ill effects, and stated he was administered one dose of antibiotics as a precaution. Effluent has remained clear since the time of the reported leak. There is a sample available for evaluation.